Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. The field service representative (fsr) manually washed cuvettes and replaced the cuvette drying tip. The fsr determined the cuvette drying tip (list number 09d51-02) to be the likely cause for the issue. Replacing the part resolved the issue. An investigation was performed for the customer issue and included a review of the complaint text, a review of service history, a review of historical data, and a review of product labeling. No contributing factors to the discrepant result were identified. No adverse trends, systemic issues, or nonconformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a false elevated magnesium result when processing on the architect c4000. The initial result was 6.31 mg/dl and retest was 1.86 mg/dl, for sid (B)(6). The customer uses a normal range of 1.5-2.5 mg/dl. No impact to patient management was reported.